Event description:
During surgery, the generator shut down (powered down) multiple times. Rebooting fixed the issue but surgeon eventually switched to e electrocautery to complete case.

Manufacturer narrative:
(B)(4). Eval, method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.